Event description:
A customer reported being unable to disconnect their tubing sets from intravia empty containers. This event was reported to have occurred multiple times, though a specific amount is unknown. There was no patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.